Event description:
Reportedly, the instrument did not place properly formed staples on the tissue after being fired. However, the instrument did cut the tissue, resulting in a 7cm opening in the cecum. Therefore, the procedure was converted to an open surgery to complete the case by utilizing another instrument. Procedure: appendectomy. Pt status: no pt injury reported.